Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient went on vacation and forgot to take charger device then it went completely dead. It declined was in more pain. Rep called and went through everything to get the device back on. The charging and poor communication issue was resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-jul-10 reporting that the consumer went on vacation and forgot their controller so that now the consumer could not get the device to charge. Per the hcp, it sounded like this occurred pretty recently within the past month. The patient needed full body eligibility for an unrelated MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported that the patient experienced poor communication and were having a hard time charging their ins. They described seeing the "reposition antenna" screen and "poor communication" screen on their programmer. The last time they charged was about a week or so ago because they were on vacation. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.